Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: a materials analysis performed on the returned device determined that the instrument fractured in ductile torsional mode. Conclusion: the plausible root cause of the reported event is a torsional overload applied by the user due to the patient's hard bone.

Event description:
It was reported that while inserting bone screw tip broke off.

Event description:
It was reported that while inserting bone screw tip broke off.